Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis and high blood glucose of 490mg/dl. It was stated that the mother believes the bolus wizard was not calculating correctly. The mother stated the amount does not match the sliding scale that they used when they were treating via other methods. Advised the mother to speak with the doctor regarding the settings and if they are correct. The customer's last glucose reading was 147mg/dl. No further info was provided.